Event description:
It was reported that the prograsp forceps instrument wire was noted to be frayed at the tip of the instrument during reprocessing. No fragments fell into the patient, no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
Intuitive surgical inc., (isi) received and evaluated the instrument. Investigation revealed that pitch up cable was broken at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event. The customer reported complaint does not itself constitute a MDR reportable event; however, the broken pitch cable, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.